Manufacturer narrative:
Concomitant medical products: product ID: 8780 lot# n349341001, implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 300 mcg/day via an implanted pump for intractable spasticity and cerebral palsy. It was asked but unknown when the event/difficulty occurred. The 8780 catheter was completely replaced on (B)(6) 2021 and would be returned. It was reported the patient recently had a catheter access study (date unknown) that was negative for cerebrospinal fluid (csf). It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The physician opened the pump pocket and attempted to aspirate from catheter access port but had no return of spinal fluid. He then proceeded to cut the pump segment and again attempted to aspirate csf but again had no return. The physician proceeded to access the spinal segment of the catheter and removed it in its entirety. A new 8780 was placed in the intrathecal space and tunneled over to original pocket site. The pump was reconnected, but still had no flow once connected to the catheter. The pump was then removed, and the catheter port was flushed using pf normal saline. The catheter was reconnected, and the catheter port was aspirated successfully. Once the pump and catheter were returned to the pump pocket site, the catheter was aspirated one final time successfully prior to closing the incision site. It was noted because it was unknown how long the catheter has been obstructed; the patient¿s dosing was reduced from 1057 mcg/day via flex dosing down to 300 mcg/day via simple continuous rate. The patient was then admitted to the intensive care unit (ICU) following the surgery. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight and medical history were asked but unknown.

Manufacturer narrative:
H3: analysis of catheter serial number (B)(6) revealed no significant anomaly; catheter body; torn or broken or melted at or after explant. Did not affect infusion. Analysis of catheter serial number (B)(6) revealed catheter body damage to transition tube. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.